Event description:
Spontaneous call. Pt primed pump then it said high pressure alarm, she cleared it and switch it out and went to other pump. Same alarm/alert occurred with 3 mixes. Pt used last mix today. Pt confirmed no kinks or twist in the tubing. Pt straightened everything out. Pt used the new cassette from new batch of supplies and infusing without any issues. No side effects reported. Not a pump issue only cassettes. Pt does have those malfunctioning cassettes and quarantine to the side available for return. Lot number 4396115 for all 3 cassettes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes, upon pt return. What is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: no visual signs of damage. The infusion is life sustaining. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? O; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Reference report: mw5152329, mw5152330.